Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the low profile abutment (ilpc342u) that engages the implant had fractured. All fractured portions were able to be removed from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain low profile one-piece abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region was confirmed to be fractured. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause for the complaint could not be determined. (B)(4). Labeled for single use: selected "yes".